Manufacturer narrative:
Final analysis confirmed the reported complaint of noise. Only the connector portion of the lead was returned. An insulation abrasion was breaching the outer insulation and exposing the outer coil at 6.4 cm - 6.5 cm from the connector pin. Abrasion are consistent with friction with another device.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited noise causing inappropriate mode switch (ams) episodes and low impedance. No intervention is planned. No patient symptoms were noted. The patient would continue to be monitored.